Manufacturer narrative:
Device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device.

Event description:
The patient's neurologist indicated that the patient was referred for generator replacement for patient comfort and due to their battery getting low. It was also reported that the cause of the patient's swelling was the migration - the device "impending" lymphatics, the physician's assessment of the cause of the migration was "unclear" and the physician indicated the migration could be related to the patient's incision being placed under their arm instead of under clavicle. Ap and lateral chest and neck x-rays were received and reviewed. The x-rays were dated as (B)(6) 2019. The generator appeared to be placed in the patient's left chest. The generator was slightly lower than what is recommended for placement per labeling; however, the initial placement of the generator was unknown and therefore it cannot be assessed to date whether the generator had migrated based on the images received. The feedthru wires appeared to be intact and the connector pin appeared to be fully inserted in the connector block. The lead appeared to be slightly taut due to the placement of the generator and inadequate strain relief as recommended per labeling. There was a strain relief loop present, however, there were no tie-downs present and therefore there was no strain relief bend secured by tie-downs. In the portions of the lead visible, no gross lead fractures or other anomalies were observed. The lead was routed behind the generator. Note the presence of micro-fractures could not be ruled out and assessments could not be made on the portions of the lead that were not visible. Based on the images provided the generator appeared to be slightly lower than suggested per labeling; however, there was no cause of edema or the migration able to be determined by the images. The lack of strain relief per labeling and tie-downs may have contributed to the migration of the generator. The patient's generator was replaced. Device evaluation is not necessary because the reported event of migration has been determined as not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's vns generator seemed to have migrated. The neurologist indicated that the generator migration may have caused the vns lead wires to press on the patient's thoracic duct and obstruct flow. The patient experienced swelling of the left arm, neck, leg, and hand. The neurologist indicated that the patient's left hand was more swollen than the right and was concerned the swelling may have been related to lymphedema. The patient's neurologist ordered the patient a compression garment. Clinic notes were received that mentioned x-rays were performed of the patient's neck and chest. The x-rays have not been received by the manufacturer for review to date. The notes indicated that the x-rays showed strain relief loop and that the leads were positioned appropriately. The x-ray notes reported the generator appeared to overlie the left chest, and per the x-ray assessment made by the surgeon the generator had not migrated into the armpit where it could endanger the lymphatic area. The patient was referred for generator replacement. No known relevant surgical intervention has occurred to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.